Event description:
The surgeon implanted an expired implant. The rep added that the surgeon was fully aware of the fact that the implant had expired in (B)(6) 2011 before he implanted it. The customer is now asking whether stryker would be able to provide a statement of product assurance to the customer. No adverse consequences to the pt have been reported.

Manufacturer narrative:
The device is not available for evaluation as it is still implanted. If additional information is provided, the evaluation results will be submitted in a supplemental report.